Event description:
The facility reported that a pt event record from device memory indicated that 100 joules was delivered to a pt. The facility's energy protocol is 200,300, and 360 joules. The pt was not resuscitated. There was no allegation of an association between the report and pt outcome.